Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was increased mobility of the pump when the tubing was moved. There was a loud vibrating noise from the rotation of the pump. The system's setting at the time was 3200 rpm with 1.7 lpm of flow. The motor was repositioned with the pump facing upright and tape was added to reinforce the pump position. Intermittent noise coming from the motor remained so the team performed a console and motor exchange. The patient tolerated the exchange extremely well and was hemodynamically stable throughout. However, a decoupling noise was heard after fitting the pump inside the new motor which resolved quickly after. The pump functioned well. There were no clinical or laboratory signs of hemolysis.

Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Section h4: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported events of an increased mobility of the pump within the centrimag motor and an atypical vibrating noise emitting from the centrimag system were not confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6), evaluated separately), and data from the reported event date of 15apr2024 was reviewed. The system was operating at ~3200 rpm / 1.7 lpm, and no atypical events or alarms were observed throughout the data. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot alongside the returned console, and all equipment was found to function as intended, even when the motor¿s cable was manipulated by hand. Atypical noises/alarms were unable to be reproduced, and the serviced and tested motor was returned to the rental pool after passing all tests per procedure. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.